Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet system, including a post-meal low after a dinner and waffle meal announcement and nocturnal lows, with a documented nadir of 68 mg/dl and approximately one hour below range; the event was associated with product use but no device alerts or alarms were reported. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and juice, no professional medical intervention, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed a cause that was not determined. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.